Manufacturer narrative:
Concomitant medical products: 6935m-62 lead implanted: (B)(6) 2013, 4296-88 lead implanted: (B)(6) 2013, 5076-52 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was attempted to be explanted due to an infection. The crt-d and left ventricular lead were explanted uneventfully, however there were complications due to the adherence of the other three leads to each other. During laser extraction, there was "copious amounts of bleeding" from the laser sites, but then the right ventricular pace/sense lead and high voltage lead were able to be explanted. The bleeding became difficult to control under the clavicle, the patient became hypotensive, and went into asystole systolic arrest. Cardiopulmonary resuscitation (CPR) was performed and there was no evidence of any pericardial nor pleural effusion, but even after extracorporeal membrane oxygenation (ECMO), the bleeding persisted and the heart was at standstill; the patient expired.